Event description:
Same case as MDR ID:2134265-2013-02758; 2134265-2013-02759. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. The unspecified target lesion with unknown vessel tortuosity is located in the left anterior descending artery. The galaxy 2 system 100v ntsc w/oms motor drive was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that the mdu stopped during the third pullback. The procedure was completed without the intravascular ultrasound. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).